Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient first had the device implanted he didn¿t have to go to the bathroom very often, but when the patient went on a boat and was away from the house and near a bathroom, the patient had to urinate more often and there was more urgency. The next day when he was at home and not on the boat the patient didn¿t experience any symptoms. It was almost like the patient was nervous when away from the house or a bathroom. It was like playing mind games with the patient. It was also noted that with stimulation the way it was set he was not feeling stimulation all the time. The patient wanted to know if he should increase stimulation. It was noted that therapy was on. Stimulation was set at 2.7, which was increased to 3.0, where he was now feeling stimulation, but it was stimulation in the left leg. A follow up appointment with the healthcare professional (hcp) was scheduled for (B)(6) 2016. The stimulation being felt in the left leg had been occurring since implant, (B)(6) 2016. Urinate more, more urgency when away from the house, and not feeling stimulation all the time started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.